Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty implanting this right ventricular lead. First (and after guidewires were inserted), a straight stylet was inserted then the physician opted for a bent type of stylet. However, the stylet became difficult to insert into the lead due to resistance. The stylet was changed multiple times from a flexible one to a firm one. However, the stylets could only be inserted 5cm. The lead was removed but the stylet still was unable to be inserted. Finally, the lead was replaced and the procedure was completed without further issues. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed and an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Stylet and pressure tests were completed to assess lead resistance. Measurements throughout these tests were within normal limits. Also, microscopic inspection of the lead found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.